Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) stated that he connected during self test. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The hp stated he was in self testing. The technical service representative (tsr) assisted the hp to stop setup and to review the alarm log. The tsr explained the se 2240 alarm indicates air entered the set up. The hp stated he connected during self test. The tsr advised of proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp. No further issues were reported. There was no injury or medical intervention.